Event description:
Hcp reported the pt presented with signs of an infection in 2003. The pt was treated with IV antibiotics and a pump explantation. Hcp reports the pt is "very weak, anxious, can hardly walk."